Event description:
The customer reported that the insulin pump had sensor glucose versus blood glucose reading discrepancy and it would go to threshold suspend. Customer reported that insulin pump would alarm weak signal and high blood glucose due to user error. Troubleshooting was done. Advised the customer to keep insulin pump transmitter on same side of his body and explained one the insulin pump is suspended basal rate resumes. Advised customer that blood glucose went high because bolus was not reprogrammed. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).